Event description:
It was reported that(3)devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket were splitting. There was no consequences to the patient.